Manufacturer narrative:
Lead: model 3387-40, lot #n24923b. Extension: model 748251, lot #ngk017955n.

Event description:
Additional information reported that the patient could ¿feel in his head when the unit was about to turn off¿ and had difficulty speaking when it was turned back on so he would communicate via typing or responding with yes or no. It was noted that when the unit was ¿shutting off¿, the patient¿s tremor would return for 1-5 seconds. The patient was ¿terrified¿ that the unit would ¿go out¿. It was noted that the patient¿s tremor was very severe when the unit was off or had low settings. It was also reported that the patient had no stimulation sensation beginning (B)(6) 2011. It was further noted that impedance measurements were taken in the operating room and all of the combinations for contact 3 where greater than 40,000. The health care professional was concerned about the adaptor and connection to the battery. The extension and battery were replaced on (B)(6) 2011 and impedances were within normal limits. It was noted that prior settings were used but with a voltage of 4.0 instead of 5.8. The family was extremely concerned that the current battery may again ¿shut off and on¿ even with the new extension. The patient was receiving effective stimulation therapy and the tremor and rigidity was well suppressed at lower voltages.

Event description:
It was reported that the patient's stimulation was turning off following replacement of the neurostimulator. The impedance measurements were reported as normal at the replacement surgery (in the or) but now measured >40,000 ohms on all combinations with electrode #3. It was noted that the first channel of the neurostimulator was in use and that the second channel was capped off. The patient met with the healthcare professional (hcp) on (B)(6) 2011 and found no evidence of the device turning off or any impedance issues. The patient had good therapy but would get very anxious when any programming or diagnostics were performed. A review of the patient's diary showed that the stimulation was on 100% of the time although the hcp noted that there were some on/off times when he looked at diary. The patient was unable to tolerate reprogramming around electrode #3 as it was needed for his tremor control hence the current programming was left in place. It was noted that the hcp did delete program group b. It was subsequently reported that the patient did experience a loss of therapeutic effect beginning (B)(6), 2011. The patient programmer did indicate that the neurostimulator was on. Impedances were measured again and were >40,000 ohms (tested at 3.0 volts). The patient was scheduled for revision surgery on (B)(6), 2011. Follow up information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received indicated that the impedances returned to normal limits. The patient was reported as doing well. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3387-40 lot #n24923b implanted: (B)(6) 2002 explanted: na; extension model 748251 lot #ngk017955n implanted: (B)(6) 2002 explanted: na; pocket adaptor model 64001 lot #n219793 implanted: (B)(6) 2011 explanted: na.